Event description:
It was reported to philips that charging port is physically damaged. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.